Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump indicated a data log corruption. As well, as that the the customer experienced a blood glucose (bg) level of 544 mg/dl with trace ketones. Cause was not known. Customer administered a correction bolus via the pump to address the bg. Reportedly, customer continued using pump for insulin therapy.